Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that during an infusion, leaking on the pumping chamber of the cassette was noted. The set was replaced, and therapy resumed. Solution involved was unknown. There was patient involvement but no patient harm.

Manufacturer narrative:
The complaint of leakage on the pumping chamber of the cassette could be confirmed on the used 14687-15, primary plum set. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. However, a cassette error occurred during testing and further infusion was unable to be performed. The set was also leak tested per product specification and there were two leaks observed on the cassette. The cassette additionally underwent stack height measurements of which one corner failed. The most probable cause of this event is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint